Manufacturer narrative:
The insulin pump was received with severely scratched display window, cracked display window, cracked case at the display window corners and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call many scratches on the display window. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.